Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The probe assessment test displayed 4 red "x's" indicating transducer element failure. The image has a black section on the left side. The connector side of the probe cable has a crack in the top housing. The transducer head of the probe is loose. The root case is material failure of the transducer end of the probe due to device use.

Event description:
Observation found during evaluation at bd service center: the probe assessment test displayed 4 red "x's" indicating transducer element failure. The image has a black section on the left side. The connector side of the probe cable has a crack in the top housing. The transducer head of the probe is loose.